Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a driver anomaly from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer stated that her pump was not quiet when it rewound. The customer was advised that the piston may not rewind entirely. The customer was concerned that there was no displacement for the 5 series. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the functional testing including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The motor slide rewound properly during testing. The pump functioned properly. However, a noisy motor was noted during testing due to a faulty motor. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a missing end cap sticker.